Event description:
This pt had a left total hip arthroplasty in 1990 and a revision to this in july 1998. Since the revision this lady developed a leg length discrepency and was admitted to this facility for revision of a failed left total hip arthroplasty. The femoral component was removed and replaced.